Event description:
Upon completion of preventive maintenance service, the manufacturer's service technician reported the device was failing testing due to intermittent operation of the blower. The service technician replaced the blower to address the finding. Final applicable testing was completed and tests passed to operating specifications. Analysis of the blower revealed a malfunction which may result in no ventilation during normal ventilation mode operation.